Manufacturer narrative:
Device analysis by MFR: the returned complaint device consisted of a rotapro device. The burr catheter was received attached to the advancer unit along with the returned rotawire in the device. The rotawire was removed from the device with some resistance due to numerous wire kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed using a test rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became entrapped on the guidewire. A 1.50mm rotapro and 330cm rotawire ic were selected for use in an unspecified type of procedure in an unknown anatomical location. During the procedure, while inside the patient, the burr became entrapped on the guidewire. No adverse patient effects were reported. No further information is available.

Event description:
It was reported that the burr became entrapped on the guidewire. A 1.50mm rotapro and 330cm rotawire ic were selected for use in an unspecified type of procedure in an unknown anatomical location. During the procedure, while inside the patient, the burr became entrapped on the guidewire. No adverse patient effects were reported. No further information is available.